Event description:
It was reported that the buttons were intermittently responding on the insulin pump. The customer's blood glucose level was 18 mmol/l. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. Nothing further was reported.